Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump buttons were hard to push. The customer¿s blood glucose level was 250 mg/dl. The customer reported that she had dropped the insulin pump into the pool. The time on the insulin pump kept advancing. They reported that all the buttons on the insulin pump had issues. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.